Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of unexpected error message from the insulin pump. The customer's blood glucose reading was unknown. When the customer was in school, the pump started to alarm by itself. The customer stated that there was nothing on the display but only alarm. The customer put the battery off the pump and waited for a while. The customer mentioned battery, timer, and insulin signs with black filled ring. The customer stated that the buttons did not give any response. After a while, the pump started to alarm again.

Manufacturer narrative:
Pump passed the operating currents measurement, self test and displacement test. Pump was monitored for several days and no unexpected alarm anomaly noted. No blank display anomaly noted, however pump had corroded battery tube. All buttons functioning properly. No damage in keypad assembly noted. Inspected the lcd connector and no unlocked connector noted. Pump had cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip, minor scratched and cracked display window.